Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power board, ventilator control board (vcb), ventilator monitoring board (vmb), the screen, carrier board, and batteries were replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the machine displays a black screen and an error message ventilator failure; prepare to disconnect the patient. There was no report of patient involvement.